Event description:
The dual trigger rotary was sent for evaluation due to running on its own without user activation prior to a procedure. There was no pt involvement; no adverse event was associated with the device.